Event description:
It was reported that the guide wire and catheter were inserted without problems. However, it was not possible to remove guidewire from inner lumen. A s a result, assembly was exchanged. There were no associated pt complications.